Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user had a hyperglycemic episode after his ilet was soaked with insulin. The user reported that the plunger inside the cartridge is halfway. The user requested replacement supplies. During the episode the user reached a peak of 400 mg/dl blood glucose which was corrected after supply change. There was no further intervention required.